Manufacturer narrative:
B5 additional information was received. H6 code f1903 was added and codes f2303 and e0742 were removed due to new information that was received.

Event description:
With further communication with the medical team the cause of the respiratory arrest was confirmed to be non-impella related, rather due to the suction of the patient. Additionally, the cva has been managed only by the stopping of the argatroban, the patient is responsive and needed no further intervention.

Event description:
Clinical narrative: an impella cp was inserted via the right femoral artery to support the 67 year old female patient who had been admitted in for a coronary artery bypass and found to then be in post cardiotomy cardiogenic shock with low cardiac output syndrome. The patient was presenting in scai stage d shock and had previous to the impella been on an intra-aortic balloon pump for support. The prior medical history was inclusive of coronary artery disease, diabetes, and renal insufficiency. The cp was inserted and after 2 days of support the patient developed heparin induced thrombocytopenia (hit) and the team removed the heparin and placed the patient instead on argatroban systemically. The pump support continued but, on day 4 there was overnight suction performed and the patient suffered from respiratory arrest. On day 5 the patient was taken for imaging in the CT suite and observed to have a hemorrhagic stroke. The argatroban was stopped. No other treatment for the stroke was noted or relayed to date. The cp pump remains on for support at time of this reporting. The device functions as expected, p-7 with 3.2l/min flow with d5w with sodium bicarbonate in the purge solution. The hit was diagnosed during the impella support, in the post surgical patient, despite no heparin in the purge fluid of the pump. The respiratory arrest also occurred during the pump support, post airway suctioning, and there is an inability to conclusively dissociate the product from the event. Cerebral vascular accident/stroke, may be influenced by patient-specific factors such as underlying cardiac dysfunction as noted in the post surgical patient. On day 6 of the support the cardiothoracic surgeon and family made decision to explant the pump. The patient was weaned from support successfully and noted to have survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.